Event description:
It was reported that the insulin pump's screen is frozen. Unable to clear the button error alarm. Customer's father stated that the insulin pump may have gotten splashed with water. The blood glucose reading is 115 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broke belt clip slot and cracked reservoir tube lip. No frozen screen noted during out testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.